Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Investigation was unable to determine which of the leads was explanted and which one was repositioned.

Event description:
Related manufacturer reference number:3006705815-2023-04711. It was reported that the x-ray showed the patient¿s leads had migrated. In turn, surgical intervention took place on (B)(6) 2023 wherein it was noted that the leads had migrated and one of the leads had fractured. As such, one lead was repositioned back to its original position and the other fractured lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Patient weight and date of event are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.